Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report received from USA stating that the device has an issue with overheating. It is known the device was used during surgery. It is known no injury or medical intervention occurred. There was no additional info provided.